Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had reached an end of service (eos) battery status. The patient stated that they haven't received an elective replacement indicator (eri) message yet. It was noted that the patient didn¿t use the device every day, sometimes up to five days a week. The patient stated that they had two inss and was told that their device would last seven years. It was reviewed that the patient should follow up with their healthcare provider (hcp) to schedule a replacement surgery. It was also discussed that how fast a primary cell device depletes would depend on the programmed settings and usage; however, the patient stated that they believed the ins should have lasted longer. It was further reported on (B)(6) 2016 that the patient got an eri message on their device. It was reviewed that the patient¿s battery may be wavering back and forth. The patient mentioned that they had an appointment scheduled with a new pain management physician on (B)(6) 2016. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.